Event description:
A report was received that shortly following a pocket revision procedure, the pt was receiving inadequate therapy. One side of the pt's paddle lead was reading high impedances. A revision procedure was performed and it was discovered that the lead was disconnected from the pt's ipg. The lead was reconnected, and the pt's is reportedly doing well.

Manufacturer narrative:
This is the final report.